Event description:
Pt hospitalized for hyperglycemia. Pt changed infusion set on 03/08 and noticed blood glucose values rising throughout day. Admitted to hosp on 03/09 with blood glucose at 777. Nurse noticed that soft cannula of infusion set was bent, presumably preventing infusion of insulin. Treatment with IV insulin to restore blood glucose values to normal range. Pt changed brand of infusion set used and reports no problems.